Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while preparing for an esophagogastroduodenoscopy (egd) procedure, the balloon catheter kinked. A cre 15-18mm 8cm f/g balloon catheter had been selected to treat an unspecified stomach stricture. During prep, the catheter was kinked and would not go down the scope. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "fine".